Manufacturer narrative:
One device was returned for repair with complaint that device fails accuracy (B)(4). No relevant evidence found in the event log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was verified by functional testing. The cause is the expulsor. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device fails accuracy (B)(4) the event occurred during testing. There was no patient involvement.